Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. There was no evidence that (B)(6) had previously been serviced. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection, as well as visual evidence provided by the site, revealed a missing strain relief. Visual evidence provided by the site revealed evidence of a self-repair. Review of the available autologs report revealed no anomalies within the analyzed period. As a result, the reported event was confirmed. A driveline repair, which included a new strain relief rebuilt with tape, was performed to mitigate the reported conditions. Based on the available information, the missing strain relief event was likely a progression of the previously reported damage. The most likely root cause of the observed self-repair can be attributed to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that servicing was performed on the driveline. The existing tape and tubing was removed. The driveline was in good condition with no existing external breaks. Rescue tape was used to build up a strain relief. Silicone glue was inserted into the back nut and tape. An additional wrap of tape was applied from the back nut and across the strain relief.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Updated field: b5. Desc evt problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient presented for a routine clinic appointment, during which driveline strain relief damage and a missing strain relief were identified. The driveline cover had previously been removed due to hardening, and the area of previous driveline strain relief damage had been repaired up to the connector but did not include the driveline connector. The patient did not experience any alarms or pump stops. Servicing for device maintenance and repair related to the driveline strain relief damage was planned. No patient complications have been reported as a result of this event.